Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The xience xpedition referenced, is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2013, a 2.5x18mm absorb bioresorbable vascular scaffold (bvs) was successfully implanted in the distal left anterior descending (lad) coronary artery lesion and a 2.5x23mm xience xpedition stent was successfully implanted in the obtuse marginal (om) coronary artery lesion. During a follow-up, on (B)(6) 2016, restenosis was noted in the distal lad and om. Medication was provided. On (B)(6) 2016 the patient was hospitalized and another percutaneous intervention, placing a stent in the 90% restenosed distal lad scaffold and a stent in the obtuse marginal, 90% restenosed stent. The event resolved without sequela. On (B)(6) 2016, the patient was discharged from the hospital. There was no additional information provided.